Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Evaluation also revealed the up arrow keypad button was intermittently unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/21/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the keypad was found to be torn around the up arrow button. The up arrow button was intermittently unresponsive. The keypad was removed and no evidence of contamination was found under the key contacts. Evaluation revealed that the display screen was dim and discolored. (B)(6).